Event description:
It was reported that during implant the lead "helix couldn't be pulled out." The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) lead stretched; full lead in segments was returned for analysis. Analyst comment - the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.